Event description:
As part of a legal mediation effort on 08/16/2013 intuitive surgical, inc. (Isi) received information, including medical records, of a patient who underwent a da vinci s proctectomy and oophrectomy procedure for her rectal cancer on (B)(6) 2012. In the medical records provided, there are several notations by the surgeon that the operative risks, including bleeding,ileostomy, and infection, were discussed with the patient. Per the operative report, the surgery first commenced laparoscopically before the da vinci si system was used. During the initial laparoscopic part of the procedure, the operative report described dissection of the structures (ureter, omentum, kidney, and transection of the inferior mesenteric artery and inferior mesenteric vein as well as the colon, which were carried out laparoscopically with the tan gia stapler. The operative report did not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Later the same day, the patient developed hypotension and returned to the operating room for an exploratory laparoscopy followed by laparotomy to control her bleeding from multiple intra-abdominal blood vessels and creation of ileostomy. The exploration was noted to be difficult due to her obesity (B)(6). The patient was hospitalized from (B)(6) 2012. Her hospital course was noted to be complicated with wound dehiscence. Based on the medical records, the patient sought medical attention from (B)(6) 2012 through (B)(6) 2013 at the (B)(6) hospital for complications, including revision of her ileostomy, eua, cellulitus on her pannus due to her ileostomy, and panniculectomy. No other medical records were provided past (B)(6) 2013 date. The patient's current condition is unknown.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Attempts have been made to gather additional information from the risk management group at the site; however, as of the date of this report no response has been received. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure.